Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Were requested, but not provided.

Event description:
It was reported the brain and lvp pump were used for infusion of methotrexate. The loading dose was started at 1548, and then the 23.5 hour methotrexate was started at 1628. The pump was cleared prior to staring the infusion at 1628, and two nurses verified the rate, volume, and dose. At 1730, the nurse noticed that the drip rate was faster than the programmed infusion rate, which was 14ml/hr. Three nurses looked and verified the bag volume looked too low for the programmed infusion rate as well. It is assumed that the patient received too high of a dose of methotrexate due to the pump malfunction. Patient experienced emesis x 5 likely due to pump malfunction.

Event description:
It was reported the brain and lvp pump were used for infusion of methotrexate. The loading dose was started at 1548, and then the 23.5 hour methotrexate was started at 1628. The pump was cleared prior to staring the infusion at 1628, and two nurses verified the rate, volume, and dose. At 1730, the nurse noticed that the drip rate was faster than the programmed infusion rate, which was 14ml/hr. Three nurses looked and verified the bag volume looked too low for the programmed infusion rate as well. It is assumed that the patient received too high of a dose of methotrexate due to the pump malfunction. Patient experienced emesis x 5 likely due to pump malfunction.

Manufacturer narrative:
Inspection: the event administration set was not returned and could not be inspected. Lvp sn (B)(6) the device was received in good condition. The instrument seal was intact. However, multiple void marks were visible underneath. Dried fluid observed on the male iui dried fluid observed on the female iui. Dried fluid observed inside door. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts are manufactured by bd. Bezel was disassembled and observed in good condition (date code:(B)(6) 2020) log analysis results: the customer reported an event date of (B)(6) 2020 at 5:30 pm. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the pcu was powered on at 12:04 pm on (B)(6) 2020, same patient and same profile were selected. At 4:17 pm, the suspect device received a remote IV for guardrail drug (drugid=330; same drug infusing drugid=341 on channel d syringe module sn(B)(6) ) at a calculated rate of 14.0426 ml/hr (vtbi= 330 ml) and programmed a delay to the infusion for 25 min. At 4:27 pm, the suspect device was selected and the delay was cancelled and the vtbi was changed to 300 ml (rate= 14.0426 ml/hr); infusion started. Between 5:37 pm and 5:38 pm, the device was paused and restarted three times. At 5:39 pm, the suspect device was channeled off. Volume infused= 16.297 ml test results: lvp sn (B)(6) timed rate accuracy testing (dir 10000360036) was performed using a test administration set, source device sn (B)(6) and the returned pcu sn (B)(6) determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. See appendix for results. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear consistently engaged the safety clamp when the door was opened. Test method information: 1503-001-029-r over infusion test method (dir 10000360063) 1503-001-006-r rate accuracy test method (dir 10000360036) device history review: lvp sn (B)(6) a review of the device history record showed the device had a manufacture date of 02/22/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn(B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of an over infusion was not identified. Investigation conclusion: the customer¿s complaint of an over infusion was not reproduced. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ review of the pcu event log showed, the suspect device programmed guardrail drug methotrexate (drugid=330) at a rate of 14.0426 ml/hr. The same drug was infusing on another device. After being paused and restarted multiple times, the suspect device was channeled off. ¿ volume infused= 16.297 ml ¿ disassembly of the pumping mechanism showed no anomalies ¿ testing showed the device was delivering fluids within specification. ¿ testing showed the sear consistently engaged the safety clamp when the door opened ¿ the event administration set was not returned for investigation ¿ the device was being used for treatment purposes. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer.